Event description:
Iridex received a complaint reporting that a patient experienced a loss of ocular pressure and visual acuity following transscleral cyclophotocoagulation treatment. This incident appears to be related to overtreatment resulting from the physician using treatment settings above the recommendations in the instructions for use (2500mw for 80 seconds per hemisphere delivering a total energy of 125.2 joules vs. The recommended 2000mw for 80 seconds per hemisphere delivering 100.16 joules of total energy). That patient's visual acuity and ocular pressure recovered following post-operative treatment with steroids. That patient's visual acuity and ocular pressure recovered following post-operative treatment with steroids.